Event description:
It was reported that this pacemaker device was found in safety mode. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device case was opened, and internal visual inspection revealed no irregularities. The device case was opened, and the battery was removed and forwarded for detailed testing which concluded the presence of a depleted cell with no battery-related failure determined. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this pacemaker device was found in safety mode. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Event description:
It was reported that this pacemaker device was found in safety mode. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
This report contains correction in section h11: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. No pacing pulses were detected. The device case was opened, and the battery was removed and replaced with an external power source. The current drain of the hybrid circuit was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined. Based on available evidence, it is likely that this device exhibited the behavior described in the high battery impedance field safety communication issued to physicians in december 2024 with an expansion in 2025. However, root cause cannot be confirmed in this case because the returned battery has insufficient power remaining to maintain device diagnostic data, and the battery voltage is too low to provide evidence of high battery impedance through direct testing of the battery.